Event description:
The report indicated that approx 2 hrs into bypass, leakage was noted from the backplate of the bio-pump. The clinician cut the bio-pump out of the perfusion circuit and continued the support using a roller pump. During this transition, the surgeon performed internal heart massage. Following the change out, the surgical case continued for two add'l hrs. The pt expired that evening, however, the hosp is unable to determine if the event described above contributed to the pt's death.